Manufacturer narrative:
Exact date unknown, event occurred in 2019. Explant date: 2019.

Event description:
It was reported that patient underwent an ipg explant procedure due to charging issue and not getting relief. The explanted device was not returned per facility policy.